Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the touch screen of the freestyle libre reader was unresponsive when touched. Customer experienced a seizure and had contact with an hcp who diagnosed him with hyperglycemia and provided unknown treatment. There was no report of death or permanent injury associated with this event.